Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information reviewed, the reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose prostyle device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of a calcified right common femoral artery with two prostyle devices using the pre-close technique prior to an interventional transcatheter aortic valve implantation (tavi) procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with the first prostyle device when pushing the plunger. A second prostyle device was successfully pre-placed. A third prostyle device was attempted, and a cuff miss [suture retrieval issue] occurred. A fourth prostyle device was successfully pre-placed. The tavi procedure was completed using a large-bore sheath. Hemostasis was achieved with the second and fourth pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.